Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted due to genuine stress urinary incontinence and posterior vaginal vault prolapse. On (B)(6) 2007, the patient had posterior repair with revision and excision of the mesh due to mesh erosion of the posterior vaginal repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and the avaulta posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.